Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured march 28, 2017 ¿ march 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that at the end of the expected therapy time of 46 hours, approximately a third of the solution remained in the device. The device had been filled with fluorouracil in 0.9% sodium chloride solution to a total fill volume of 101.2ml. There was no patient injury or medical intervention associated with this event. No additional information is available.